Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 281 mg/dl. The customer stated that his blood glucose was high because he forgot to change out his infusion set. Troubleshooting was performed and found that the customer has only been priming the insulin pump every five days. It was advised that the infusion set should be changed and the insulin pump should be primed every 2-3 days. Checking the history files revealed that the insulin pump alarmed no delivery prior to the event. The insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the vest of our knowledge.